Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (failed incoming functionality testing) was confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to a shorted q2 transistor on the computer/analog pca. The root cause for the shorted q2 transistor could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.